Event description:
During use of the device for a surgical procedure, the user reported a "pump needs service" error message displayed. The user also reported the screen was blank. The device was used for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.